Manufacturer narrative:
During use, the doctor retracted an unknown sheath and the 6f/7f mynxgrip vascular closure device (vcd); however, the tapping tube was still in the device with the sealant. Therefore, manual pressure was applied, and hemostasis was achieved in less than 30 minutes. The patient¿s hospitalization was not extended and patient¿s status was recovered. There was no reported patient injury. The device was attempted to be deployed in the right femoral artery (rfa). The device was properly opened in sterile field. The user was in training. The device was used after an interventional coronary procedure using a retrograde approach. The patient did not have any relevant medical history. The sheath introducers used were made by cordis and a non-cordis manufacturer. Angiomax was given during the procedure. There was a single puncture and the artery was suitable for closure. The user shuttled down completely, and the advancer tube was not visible. Additional patient details were requested but were unknown. The device will be returned for evaluation. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle, and the syringe was connected to the device with the stopcock open. It was reported that ¿the tapping tube was still in the device with the sealant.¿ however, the advancer tube was observed to have been deployed on the catheter shaft, and no sealant was returned with the device. It was also noted that the sealant sleeve was displaced near its manufacturing position, approximately 35 mm from the distal end of the outer cartridge tubing, which indicated that device may have not been completely shuttled down during the procedure. The condition of the returned device does not match the description of the incident. Yet, it is unknown if the device was manipulated post the procedure. The procedural sheath was not returned with the device. The device was inspected for damages/anomalies that may have contributed to the reported incident. No damages/anomalies were observed. Per functional analysis, the advancer tube was proximally pulled back and found properly engaged to the proximal tamp lock as received. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, the tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f2021202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy - advancer tube¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this result in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, the doctor retracted an unknown sheath and the 6f/7f mynxgrip vascular closure device (vcd); however, the tapping tube was still in the device with the sealant. Therefore, manual pressure was applied and hemostasis was achieved in less than 30 minutes. The patient¿s hospitalization was not extended and patient¿s status was recovered. There was no reported patient injury. The device was attempted to be deployed in the right femoral artery (rfa). The device was properly opened in sterile field. The user was in training. The device was used after an interventional coronary procedure using a retrograde approach. The patient did not have any relevant medical history. The sheath introducers used were made by cordis and a non-cordis manufacturer. Angiomax was given during the procedure. There was a single puncture and the artery was suitable for closure. The user shuttled down completely and the advancer tube was not visible. Additional patient details were requested but were unknown. The device will be returned for evaluation.